Event description:
It was reported that a blade lifted. An 8.00mm/2.0cm/135cm peripheral cutting balloon® otw was used to treat the target lesion. During withdrawal, balloon was fully deflated and under vacuum and it was noted that there was resistance upon removal from the sheath and balloon didn't properly rewrapped. It was further reported that one of the blade had lifted and that the blade sliced the hub of the sheath which resulted in leaking. The sheath was replaced and the procedure was completed with a different device. There were no patient complications reported and the patient¿s condition was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Traces of blood were visible in the guidewire lumen indicating the device had been advanced over the guidewire. The introducer sheath used in the procedure was not returned for analysis. The returned device was visually and microscopically examined and no issues were noted with its profile that could have contributed to the complaint incident. The balloon was observed and had been subjected to positive pressure and deflated. The balloon was then attached to an encore inflation device and subjected to positive pressure. All of the blades were present on the balloon and were positioned flat on the balloon material. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a blade lifted. An 8.00mm/2.0cm/135cm peripheral cutting balloon® otw was used to treat the target lesion. During withdrawal, balloon was fully deflated and under vacuum and it was noted that there was resistance upon removal from the sheath and balloon didn't properly rewrapped. It was further reported that one of the blade had lifted and that the blade sliced the hub of the sheath which resulted in leaking. The sheath was replaced and the procedure was completed with a different device. There were no patient complications reported and the patient¿s condition was fine.